Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The report is being filed late due to an isolated oversight. The rate seen ((B)(4) worldwide incidents out of estimated (B)(4) procedures performed to date) is approximately(B)(4) of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Clinic reported a patient who experienced persistent tingling of the left middle and ring fingers and numbness of the inferior aspect of left forearm with lumps at the inferior aspect of left axilla 7.6 months post miradry treatment. Patient stated the symptoms do not affect his daily activities.